Event description:
The heater/cooler failed during a cardiopulmonary bypass procedure. The clinicians started to warm the cardioplegia side from 4 degrees celsius. This side warmed unusually slow. The temperature only reached 16 degrees celsius after 20 minutes. At this point the heater/cooler sounded a continual audible alarm, locked out the controls, and stopped warming the patient. There was no visual indication of the alarm. The unit was turned off and back on again (re-booted). The unit worked fine again, but during the boot-up self test it cycled cold momentarily, and the patient was subsequently cooled by approximately 2 degrees celsius. This resulted in more time needed on cardiopulmonary bypass to continue warming the patient. The approximate delay was 10 minutes.